Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient wasn¿t feeling well at times and the call was to report an intermittent short. The caller indicated earlier in the morning there were no impedances issues, but after waiting and retesting they indicated 2-3+ were shorted and the patient was programmed to that configuration (lead side). The patient therapy issues were reported to be whole body and not specific to one side. It was discussed retesting with the patient in different positions, considering programming c+ 2-. It was also stated that the patient had intermittent therapy loss. There were no further complications reported.